Event description:
On (B)(6) 2012, it was reported that the vibrator in the patient¿s infusion device was not functioning normally. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The vibra slipped out of his holder and touched the force sensor (holder wall). Because of this, the customer received rattling feedback from the vibrator. The issue was caused by a hard mechanical impact. The vibrator was tested within the alarm functions test on the diagnostic test system and meets the specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.